Event description:
It was reported that the bd facscanto¿ ii system w/ fluidics cart continued to aspirate despite not detecting the tube, bypassing the error message and producing erroneous ivd results. There was no indication that the results were reported to clinicians, and no adverse patient impact. The following information was provided by the initial reporter, translated from spanish: "problem was: citometer didn¿t detec tube, then the instrument continued aspirate and show bad results, probably the sense of the tube was intermittent for this reason the instrument continued sampling. That's why customer report as incorrect results when engineer arrived , he ran a sample sent an error menssage, indicating the absence of the tube, so he cleaned and adjusters the sensor, ran a the sample again and the result were corrects. Instrument worked correctly after that. User ran some pending samples getting correct results. The real problem was tube sensor but our customer reported as ¿ incorrect results¿" "instrument is displaying inadequate patient results" are there erroneous results on patient samples for diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd facscanto¿ ii system w/ fluidics cart continued to aspirate despite not detecting the tube, bypassing the error message and producing erroneous ivd results. There was no indication that the results were reported to clinicians, and no adverse patient impact. The following information was provided by the initial reporter, translated from spanish: "problem was: cytometer didn¿t detect tube, then the instrument continued aspirate and show bad results, probably the sense of the tube was intermittent for this reason the instrument continued sampling. That's why customer report as incorrect results when engineer arrived , he ran a sample sent an error message, indicating the absence of the tube, so he cleaned and adjusters the sensor, ran a the sample again and the result were corrects. Instrument worked correctly after that user ran some pending samples getting correct results. The real problem was tube sensor but our customer reported as ¿ incorrect results¿" "instrument is displaying inadequate patient results" "1. Are there erroneous results on patient samples for diagnostic test?... Yes 2. Was there any delay of treatment due to the issue?... No 3. If patient samples were redrawn, was there any change or delay of treatment?... No 4. Was there any physical harm/injury to the patient due to the issue?... No"

Manufacturer narrative:
Investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys, part # 338962, and serial # (B)(6). . ¿ problem statement: customer reported a complaint regarding the instrument producing erroneous results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6). 2021 to date (B)(6). 2022. ¿ complaint trend: there are 16 complaints related to this issue of erroneous results. Date range from (B)(6). 2021 to date (B)(6). 2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6). , file # (B)(6). , was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to a misaligned tube sensor. The customer had initially reported that the instrument was displaying inadequate results and that the instrument would occasionally fail to detect the sample tube. The fse (field service engineer) confirmed the issue and cleaned and adjusted the tube sensor. After the adjustment the fse measured a voltage of 2.4 without the tube and 0.24 with the tube. Next, the fse adjusted the optics and flow rate of the instrument per the customer¿s request. Finally, the instrument was tested and performing as expected. No return sample was requested for evaluation because no parts were replaced. Although the instrument was testing patient samples at the time of the incident, the customer reported that the erroneous results were quickly detected and not used in the treatment of any patients. Additionally, the erroneous results did not lead to a delay in treatment of a patient and no one was harmed in any way. Proper daily and monthly cleaning and maintenance can help maintain an optimal system, and can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4). , case # (B)(4). Install date: (B)(6). 2016 defective part number: n/a work order notes: o subject / reported: inadequate results o problem description: instrument is displaying inadequate patient results o work performed: I talked with the user and she told me that the instrument sometimes does not detect the tube, for this reason the team was astonished. Tube sensor adjustment. I got a voltage of 2.4 v without tube and 0.24 with tube. At the request of the user, the optics were realigned. Flow rate adjustment. Check performance was run with adequate results. O cause: did not detect sample tube o solution: sample tube sensor adjustment ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part #338960-05ra, version a, bd facscanto ii flow cytometer (daq) fmea was reviewed. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o item: acquire data o function: start data acquisition; collects event pulse parameters (height, widths, area) and send to the host. O potential failure mode: host does not receive any data o potential effects of failure: the operator is unable to detect any events o potential causes/mechanisms of failure: analog section, dsp #2, fpga (fifo) o current controls: instrument setup/calibration (qc) fails o recommended actions: n/a o responsible party: n/a o target completion date: n/a o actions taken: n/a o sev: 5 o occ: 2 o det: 1 o rpn: 10 mitigation(s) sufficient yes no ¿ root cause: based on the investigation results the root cause of the erroneous results was due to a misaligned tube sensor. Conclusion: based on the investigation results the root cause of the erroneous results was due to a misaligned tube sensor. The fse confirmed the issue with the customer and adjusted the tube sensor. Additionally, the fse adjusted the optics and flow rate. After the adjustments the instrument was tested and functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that the bd facscanto¿ ii system w/ fluidics cart continued to aspirate despite not detecting the tube, bypassing the error message and producing erroneous ivd results. There was no indication that the results were reported to clinicians, and no adverse patient impact. The following information was provided by the initial reporter, translated from spanish: "problem was: citometer didn¿t detec tube, then the instrument continued aspirate and show bad results, probably the sense of the tube was intermittent for this reason the instrument continued sampling. That's why customer report as incorrect results when engineer arrived, he ran a sample sent an error menssage, indicating the absence of the tube, so he cleaned and adjusters the sensor, ran a the sample again and the result were corrects. Instrument worked correctly after that user ran some pending samples getting correct results. The real problem was tube sensor but our customer reported as ¿ incorrect results¿" "instrument is displaying inadequate patient results." "1. Are there erroneous results on patient samples for diagnostic test?... Yes. 2. Was there any delay of treatment due to the issue?... No. 3. If patient samples were redrawn, was there any change or delay of treatment?... No. 4. Was there any physical harm/injury to the patient due to the issue?... No."

Manufacturer narrative:
The bd awareness date has been updated: g.4. Date received by manufacturer: 2022-02-24. G.4. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2022. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2022-02-24 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident.